Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Quantity of blood loss? What is the patient¿s current health status and condition? Initial procedure date? A manufacturing record evaluation was performed for the finished device lot ml2094, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when sewing the uterus causing massive bleeding. Changed another one to sew the uterus immediately and the bleeding was stopped in time. The surgery was completed. There were no adverse patient consequences reported. After the surgery, a new representative sample was opened for testing. The suture broke by slightly pulling. It was thought that the suture was crisp. No additional information could be provided.